Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified right posterior tibial artery (pta). After inserting a non-boston scientific (bsc) introducer sheath, the lesion was crossed with a non-bsc guidewire and a non-bsc micro catheter. A 2.5mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with a 3mmx6cm sterling balloon catheter. There were no patient complications reported and the patient was in good condition after the procedure.